Event description:
The customer reported there was a loss of waves and alarms the night of (B)(6) 2019 through (B)(6) 2019 towards 11:00. The device was in use on a patient. There was no report of patient or user harm.